Manufacturer narrative:
The initial MDR 2432235-2016-00686 was filed on november 10, 2016. Additional information (12/08/2016): a siemens headquarters support center specialist reviewed the data provided by the customer and stated that the customer saw higher recovery when manually diluting a sample. However, the customer did not add the required deionized (di) water to the diluent before performing the manual dilution. The customer has amended their standard operating procedure, so that if there is ever a need to perform a manual dilution in the future they will include di water at the correct ratio. Immulite 2000 calcitonin kit lot 258 is performing as intended. No further evaluation of device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer performed manual dilution for calcitonin. The customer did not add de-ionizer to the diluent prior to the dilution. The cause of the discordant calcitonin results on one patient sample is unknown. Siemens is investigating the issue.

Event description:
Discordant calcitonin results were obtained on one patient sample when run neat vs. Diluted on an immulite 2000 xpi instrument, while using reagent lot 258. It is unknown which result was reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant calcitonin result.